Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract correctly. The following information was provided by the initial reporter: needle not retracting correctly. (B)(6) 2024: 1. Did any of the reported events have any impact on the patient? Additional sticks. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the reported events. Pain due to additional sticks, no other harm or negative outcome.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one 18gx1.16in insyte autoguard device from lot number 4177314. A gross visual inspection of the retuned unit shows that it has been used and only the barrel component was returned. The returned component did not have physical damages. The unit was further inspected for damages that could cause retraction failure. No defect was identified. The needle was reengaged by pushing the needle out of the barrel then retracted by pushing the safety button. The needle retracted without resistance. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.